Event description:
Patient reported obtaining a blood glucose result of 55 mg/dl, on the suspect device, while sitting in her physician's waiting room. Patient indicated that she was exhibiting hypoglycemic symptoms and self-treated by eating 3 or 4 glucose tablets. Five minutes later, patient's blood glucose was reportedly tested, on her physician's meter with a result of 216 mg/dl. Patient immediately retested, using the suspect device, and obtained a result of 109 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product an replacement product was shipped.